Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application issue was reported with the adc device in use with an oppo finde x5 lite phone with an android operating system version 13. Customer was unable to access their adc application account due to "application did not work". As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of sweating, shaking, and "problems with thinking", requiring treatment of a glucose injection by a non-healthcare provider. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported issue was attempted to be replicated using similar configurations. The reported issue was unable to be replicated and the system functioned as intended. There were no issues identified with the freestyle libre 3 app during replication that would have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application issue was reported with the adc device in use with an oppo finde x5 lite phone with an android operating system version 13. Customer was unable to access their adc application account due to "application did not work". As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of sweating, shaking, and "problems with thinking", requiring treatment of a glucose injection by a non-healthcare provider. There was no report of death or permanent impairment associated with this event.